Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was not able to adjust the ergo on the surgeon side console (ssc) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) observed error 31046 in the system logs. The tse walked the customer through power off of system and back driving ergo buttons however the issue persisted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting not able to adjust the ergo, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected ssc2 for ergo movement, foot pedal and armrests and dual motor drive (dmd) boards showed orange lights when activating up/down/tilt switches on dmd 2. The fse swapped dmd board 1 and 2, still the issue persisted. The fse suspected dmd board 2 had issues. The fse installed new dmd board in slot 2, tested ergonomics and all functions worked as intended. The full ergonomic function restored. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The customer reported complaint was confirmed. In-house fa reviewed system logs and found an error 31046 which means dmd board in the scc ergo drive has reported a problem. The dmd was installed on the printed circuit assembly (pca) test system. The dmd board powered on showing error 31046. The ergo functions on the ssc test system does not work. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the surgeon was not able to adjust the ergo on the surgeon side console (ssc) 2. The fse replaced the dmd board to resolve the customer reported complaint. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.